Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular lead was possibly fractured. The lead had high impedance and high threshold. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.